Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 589 mg/dl. The customer current blood glucose was 208 mg/dl. The customer was hospitalized on (B)(6) 2018 at 6pm. The customer experienced symptoms such as nausea, high blood glucose level, urination and thirst. The customer was treated with insulin pump. The customer was not wearing the insulin pump during the hospitalization and customer off the pump prior to hospitalization was less than 48 hours. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.